Event description:
This MDR is being filed as misapplication due to use of the periurethral approach. It was reported that a pt experienced a urinary tract infection, urge incontinence, worsening of pre-existing urinary frequency and worsening of pre-existing urge incontinence following initial treatment in 2006 with a urethral bulking implant. Pt was given bactrim and was retreated with amoxcil 500mg, which resolved the urinary tract infection on eight days later. Injection details are as follows: treatment volume was 1cc for the right side and 1/2cc for the left side, stainless steel needle used, periurethral approach, rate of injection was 1cc over 60 seconds, needle held at injection site for 90 seconds, position of injection site was 45 degrees, needle was imbedded to shoulder, no blanching or blebing noted, minimal coaptation noted.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include pts with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. The investigation concluded that the most probable cause of the reported event is that the doctor failed to follow labeling instructions that contain a warning that implant has shown in clinical study to have increased complications when injected periurethrally, most notably urge incontinence. Baseline report previously provided.